Manufacturer narrative:
Consumer threw out the toothbrush, product not returned.

Event description:
Customer stated that the equate toothbrush almost made her choke from the bristles in the tooth brush.